Event description:
Device explanted due to eri indication with unexpected battery behavior. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned device data. The manufacturing process for this device was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process which may be related to the clinical observation. Particularly, the final acceptance test proved the device functions to be as specified. The returned device data have been analyzed. The analysis, particularly of the ram dump data and programmer logging's revealed that the eri battery status was triggered on (B)(6) 2023 by the programmed high current consumption program (rv: 6.0 v at 0.4 ms) and not due to a depleted battery. In general, a minimum of 6 months from eri to eos needs to be guaranteed for safety reasons, independent of the programmed parameters. In case of high output programming a large proportion of battery capacity has to be reserved by the pacemaker, which may result in triggering of eri. The user will be notified on the programming device that with this parameter combination the device will trigger eri immediately. By acknowledging, the device will activate eri permanently. Thus, the eri status cannot just be removed by re-programming to lower output. In conclusion, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. The analysis of the returned device data revealed no indication of a device malfunction.